Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. An obese pt with comorbidities of copd and smoking underwent repair of a recurrent ventral incisional hernia with a kugel hernia patch on (B)(6) 2002. Just over two years later, the pt underwent an exploratory laparotomy excision of the kugel hernia patch, omentectomy and repair of recurrent ventral hernia with a composix kugel mesh on (B)(6) 2004. Three months following, the pt underwent abdominal wall exploration with the excision of a sinus tract. Six months later, the pt underwent abdominal wall exploration with debridement of abdominal wall mass with seroma. On (B)(6) 2006, the pt underwent abdominal exploration, excision of 'infected' composix kugel mesh and placement of a wound vac. Currently, it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed recurrence and adhesions which are listed as a possible adverse reactions in the product's instructions for use. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions can be drawn.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2002 - the pt underwent repair of a recurrent ventral incisional hernia with a kugel hernia patch. On (B)(6) 2004 - the pt underwent exploratory laparotomy, excision of the kugel hernia patch, omentectomy and repair of a recurrent ventral hernia with a composix kugel mesh. On (B)(6) 2004 - the pt underwent abdominal wall exploration with the excision of a sinus tract. On (B)(6) 2005 - the pt underwent abdominal wall exploration with debridement of an abdominal wall mass with seroma. On (B)(6) 2006 - the pt underwent abdominal wall exploration, excision of "infected" composix kugel and placement of a wound vac.